Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with blood glucose value was 582mg/dl. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 600 mg/dl the customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. The customer did not experience any symptoms related to high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer does not allege insulin pump was under delivering. The customer stated that the auto mode was not active of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No anomalies noted.